Event description:
Two (2) days post distal pancreatectomy procedure the catheter broke during its removal in 2005. The catheter fragment was removed on the same day without any complication (s). The pt is currently doing fine.